Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0139313. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause: in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse operated and withdrew the needle normally. During infusion, there were 2 needles with blood leakage at the upper part of the catheter tube and there were 25 needles with returned blood"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1354, FDA patient problem code: 2199.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse operated and withdrew the needle normally. During infusion, there were 2 needles with blood leakage at the upper part of the catheter tube and there were 25 needles with returned blood"